Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the motor did not turned and it was jammed. Per operational and diagnostic, the reported failure was confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. During evaluation, a short circuit was identified in the motor's cable. The cable was replaced. Preventive o-rings replacement was performed. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as malfunctioning components possible attributed to the wear of the unit.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate that during an unknown procedure the micro tornado handpiece didn¿t turned and the motor was jammed. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.